Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, wound dehiscence, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma, wound dehiscence, and exposure. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "skin opening" approximately "two weeks of implant placement," "breast capsule exposure," capsular contracture, baker grade ii and seroma. The device has been explanted.